Event description:
It was reported that primary audible alarm background test event occurred. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Unable to duplicate the primary audible alarm background test during occlusion test. The root cause of the reported issue was not found. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.